Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event unknown / not provided. Last name unknown / not provided.

Event description:
Hc345,functional: damaged threads.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported healing collar was returned for investigation. Visual inspection of the as returned product identified minimal signs of use. The threads, when compared to production drawing, are in good form with no signs of stripping or compressing. The reported product was located on tooth # 20 and removed the same day. The reported event could not be recreated through functional testing, as the healing collar was found to assemble as normal with a mating implant the customer has not provided additional pictures or x-ray images of the product. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the healing collar dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported that the implant was restored with a new abutment, the abutment returned would not catch, the implant had integrated and new abutment torqued into place without a problem. The reported complaint is unconfirmed following functional testing of the returned product. A root cause for this complaint could not be determined.

Event description:
It was reported that the implant was restored with a new abutment, the abutment returned would not catch, the implant had integrated and new abutment torqued into place without a problem.